Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative plate breakage is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after an unknown procedure on (B)(6) 2018, the surgeon recognized that the matrixmandible adaption plate was broken. The patient underwent mandibular fracture invasive blood open reduction surgery on (B)(6) 2018. It is unknown if the procedure was completed successfully and if there was surgical delay. Patient outcome is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) ti matrixmandible 20 hole adaption pl 1.0mm thick. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no: 04.503.706s; lot no: l728258; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 17.jan.2018; expiry date: 01.jan.2028. Non-sterile 04.503.706 / h522659 was manufactured in us, elmira: part mfg date: 14-dec-2017; part exp. Date: n/a; manufacturing location: depuy synthes ¿ elmira; lot number: h522659; part number: 04.503.706. DHR record review: a review of the DHR revealed no non-conformances. The DHR shows lot#: h522659 of ti matrixmandible 20 hole adaption pl 1.0mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no nonconformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.